Event description:
Customer reported no reactivity with vra127 cell 1 (k+) and a pt suspected to have anti-k present in their plasma. Customer reported that the pt in question has a history of anti-e. The pt had initially been tested against vss228 on the provue and a 2+ reaction was observed to cell #1 (k+) and cell#2 (e+), cell#3 observed to be negative. The customer tested the sample against vra127 by the manual gel method and reports all e+ donors showed a 2+ reaction (cell#3 and 6) and cell #7 (e-, k+) also showed a 2+ reaction. Cell#1 (e-, k+) yielded no reactivity. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.